Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of pain near urethra. Impact code f12 captures the reportable event of mesh revision surgery is being considered.

Event description:
It was reported that approximately a month after an obtryx ii system - halo implant procedure, the patient was complaining of postoperative pain near the urethra. Additionally, the patient was experiencing incontinence and pain but was deemed to be in stable condition. There was no specific treatment performed during the follow-up observation. Around two months later, the patient still presented pain through palpation. A new procedure was discussed. It was suggested to consider removing the mesh where the pain occurs and have a mesh re-placement through tension-free vaginal tape. There were no further patient complications.